Event description:
It was reported that in the operating theatre, the patient was having scheduled coronary artery bypass surgery with no known allergies presented to the anesthetic bay where a peripheral IV was placed. Skin prep used was a chlorhexidine impregnated swab. Pre-med of 2mg of midazolam was given. The patent was placed on operating table and had an arterial line and an arrowg+ard blue plus (agb+) coated central line placed in the right internal jugular vein. Betadine and alcohol skin prep solution were utilized due to consultant's preference. After placement of the agb+ cvc, the patient's systolic bp dropped from 150mmhg to 50mmhg. The patient also complained of chest tightness and tingling in legs and feet then was given x 1000ml of IV fluid. The patient was also given metaraminol, ephedrine and adrenaline. Systolic bp increased to 110mmhg. The cvc remained in place. Induction proceeded with some difficulty in ventilation due to high airway pressures. Patient desaturated to around 86%. Bp at this stage was systolic 80 - 90 mmhg. Adrenaline infusion continued. The consultant exchanged the agb+ cvc for an uncoated arrow catheter. After the catheter was exchanged, the patient's condition stabilized and the coronary artery bypass operation went ahead. The patient remained stable throughout the remainder of the procedure and was admitted routinely as expected to ICU post procedure. At the time of this report the registrar had not been contacted by ICU staff regarding any deterioration of the patient.

Manufacturer narrative:
Qn#(B)(4). Sample will not be returned.